Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire impeded in microcatheter with loss of cerebral target position is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The IFU instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00781. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to an aneurysm at the posterior communicating artery, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7158888) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance anymore. The physician retracted the stent and microcatheter together outside of the patient¿s body, then new devices were switched to complete the surgery. There was no patient injury reported. Additional information received indicated that the lot number for the prowler select is not available. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip. No other devices were successfully used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one (4mm x 23mm). The prowler select was not kinked or bent. There were no difficulties removing the devices from the patient. There were no procedural delays due to the event.